Event description:
The lay user/pt contacted lifescan in 2008 and alleged that her one touch ultra meter was giving inaccurate readings. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. It was discovered during the call that the pt was still using the meter, which had been replaced in 2006 (pt had reported inaccurate high results). The pt reported that her daughter had tested her on the subject meter and obtained a result of 157 mg/dl (date/time of the test is not provided). It is not known if the pt had experienced any symptoms at this time. After obtaining the result of 157 mg/dl, the daughter gave the patient additional oral medication (avandia). The pt's diabetes medication regimen is not known. By morning (exact time not provided), the pt was unconscious and paramedics were called. The emt meter result was 42 mg/dl and the pt was placed on IV glucose. She was taken to the emergency room (no further info provided regarding the ER visit). At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that the meter was coded correctly. The pt performed a control solution test with a result of 208 (109-146 mg/dl range). However, it was discovered that the pt was not using the correct control solution. This complaint is being reported because the reporter alleged the pt became unconscious after she was given add'l oral medication in response to the meter result. As per the daughter, the pt was treated for hypoglycemia by the emergency services. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.